Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome, an arrhythmia and asystole. It was observed that the right ventricular (rv) lead exhibited intermittent capture, had pulled back and had fractured. The lead was capped and the system was replaced with a leadless pacemaker system. No further patient complications have been reported as a result of this event.